Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-01809. The patient has two scs systems. It was reported the patient experienced inadequate stimulation and overstimulation. An impedance check revealed high impedance. In turn, the patient underwent an scs trial procedure and was implanted with a trial lead on (B)(6) 2017. The patient was able to receive sufficient therapy with the trial lead. As a result, the patient may undergo further surgical intervention on a later date. Note: the lead associated to each scs system is being reported because it's unknown which lead is liable.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-01809. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2017. Review of the manufacturer's device record database revealed one of the patient's leads was explanted and replaced. Note: both of the patient's leads are being reported as explanted because it's unknown which lead was replaced.